Event description:
Same case as MDR ID: 2134265-2013-04027. Reportable based on the condition of the returned device received (B)(4) 2013. It was reported that during a rotational atherectomy treatment procedure, the burr detached. The lesion is located in the right circumflex. A rotalink burr 1.25mm was selected to treat the target lesion. During rotablation of the device, it was noted that the burr detached from the system and got stuck in the vessel. Snaring was done to pick up the burr from the vessel and was fixed on the rotawire. The burr was easily removed since the diameter (0.014") of the rotawire is much bigger than that of the burr. Procedure was completed with this same device. No patient complication were reported and the patient's condition is stable. However, the rotawire was also received for analysis and found to be fractured.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the rotawire found that the body and spring tip were fractured. Kinks were noted along the entire body. All outer diameter measurements are within specification. Three fracture sites were analyzed; sample one presented evidence of bending overload event, sample two presented evidence of multidirectional bending overload and fatigue as mode of wire failure, sample three presented mechanical cut as mode of wire separation. It was noted that samples one and two did not present a fracture surface match. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-04027. Reportable based on the condition of the returned device received 03 jul 2013. It was reported that during a rotational atherectomy treatment procedure, the burr detached. The lesion is located in the right circumflex. A rotalink burr 1.25mm was selected to treat the target lesion. During rotablation of the device, it was noted that the burr detached from the system and got stuck in the vessel. Snaring was done to pick up the burr from the vessel and was fixed on the rotawire. The burr was easily removed since the diameter (0.014") of the rotawire is much bigger than that of the burr. Procedure was completed with this same device. No patient complication were reported and the patient's condition is stable. However, the rotawire was also received for analysis and found to be fractured.